Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent on the balloon between the markerbands. Microscopic examination revealed that majority of the proximal end of the stent was damaged with flared, bent and overlapping struts. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 85% stenosed, 18-20mm x 2.75-3.0mm, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. During preparation of a 6f vl3.5 mach1 guide catheter, the physician found that there was a kink on the hub of the device. Another of the same device was selected. Predilation was performed with a 2.75x15mm nc quantum apex balloon catheter which resulted to a 70% residual stenosis. A 20x3.00 omega¿ stent was then advanced to treat the target lesion. However, the device met a significant resistance upon introduction and was unable to cross the target lesion. The physician removed the device and found that the stent was deformed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 85% stenosed, 18-20mm x 2.75-3.0mm, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. During preparation of a 6f vl3.5 mach1 guide catheter, the physician found that there was a kink on the hub of the device. Another of the same device was selected. Predilation was performed with a 2.75x15mm nc quantum apex balloon catheter which resulted to a 70% residual stenosis. A 20x3.00 omega¿ stent was then advanced to treat the target lesion. However, the device met a significant resistance upon introduction and was unable to cross the target lesion. The physician removed the device and found that the stent was deformed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. This device is only ous approved but it is similar to an approved us device.